Event description:
Patient fell into water while using infusion device. Infusion device does not work properly following exposure to water. Patient was using the correct type of battery. The infusion device was thoroughly evaluated. The infusion device menu button was always active due to corrosion. The force sensor was corroded. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No further information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.